Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was removed and replaced in a secondary due to patient dissatisfaction. It was stated that the incision was not enlarged during the explant. No complications were reported. No additional information was provided.

Manufacturer narrative:
(B)(4): manufacturing record review indicates the batch has passed all acceptance criteria for all tests performed and is within all specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed a lens where the optic was cut in half, no optical deviations on the optic parts could be found. Due to the condition of the returned lens, the diopter power could not be verified. The iol passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to the manufacturer has been submitted.